Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock for atrial fibrillation (af) with rapid ventricular response that the device classified as ventricular fibrillation (vf). No action has been taken pertaining to the device and the device remains in use. It was also noted that the left ventricular (lv) lead capture threshold was higher than the programmed output and there was no capture. The lv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.